Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): pump didn't infuse full dose initially

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files a flow deviation could not be comprehended. The perfusor space was working correctly and there was no delivery rate deviation. The sample was subjected to a visual and functional examination. At the visual inspection, it could detected, that the upper housing and lower housing fits not together. It could be, that the last assembling was not correct or an external force had acted on the device. A long term test was performed. No malfunction could be noticed. A delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). For the inside investigation the device was disassembled. The inside was heavily soiled. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. No other technical malfunction could detected. The device fulfills our specification.